Event description:
Surgeon unable to remove calcified right ureteral stent. Distal portion of stent tore off leaving a retained stent in kidney. Patient required surgical intervention a couple of days later for removal.

Event description:
Surgeon unable to remove calcified right ureteral stent. Distal portion of stent tore off leaving a retained stent in kidney. Patient required surgical intervention a couple of days later for removal.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: stent, ureteral.